Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient under two years of age uses device against user guide recommendations. No additional patient or event information is available.